Event description:
A physician reported a pt who was originally skin tested on 1/20/98 in the right forearm with negative results. On 12/18 she had a second skin test at the right forehead with negative results. On 1/2/90 the pt was treated in the nasolabial folds and the upper vermilion borders. On or about 2/8/99 the pt noticed edema and tenderness at the skin test sites on the right forearm and the right forehead; mild erythema at the nasolabial folds; swelling, tenderness, and palpability of the treatment sites on the upper vermilion borders. The pt was seen by the physician on 2/9/99, who noted the above described symptoms. The physician diagnosed hypersensitivity, and prescribed oral claritin. The physician also prescribed medrol if the symptoms became worse. On 2/17/1999 the pt reported having taken the claritin, but stated the symptoms had not improved. The pt then filled the prescription for medrol dos-pak, on about 2/17/99.